Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert notification occurred on a mobile application. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.